Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. On (B)(6) 2020, the patient¿s initial troponin results at 23:42 were 44.2 ng/l and 42.9 ng/l. The initial result of 44.2 ng/l was reported outside the laboratory. On (B)(6) 2020, the patient had a new sample collected a few hours after the initial sample and the patient¿s troponin result was 6 ng/l. On (B)(6) 2020, the patient had a new sample collected and the patient¿s troponin result was 7 ng/l. The laboratory was contacted as the initial troponin result of 44.2 ng/l was questioned. On (B)(6) 2020, the customer performed retesting of the initial sample and the troponin result was 6.10 ng/l. Troponin reagent lot number was 470034 and the expiration date was requested but not provided.

Manufacturer narrative:
Customer's calibration and qc data were requested but not provided. Based on the available information, the patient's aliquot sample was contaminated before analyzer testing. The investigation determined the event was consistent with a preanalytical sample handling issue.